Manufacturer narrative:
The product is distributed outside the united states, but is similar to us distributed stent delivery systems.

Event description:
After pre-dilating a moderately calcified lesion in the mid-lad, the cypher sds was delivered to the target lesion. Upon attempted inflation, the sds balloon would not inflate at all. Therefore, the cypher was retrieved from the pt. When the physician pressurized the balloon at one atmosphere outside the pt, an axial burst was confirmed at the proximal portion of the balloon. A taxus stent was implanted at the target lesion to successfully complete the procedure. There was no pt injury reported. The physician did not indicate any anomalies in the device prior to use. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.